Event description:
Dentist noticed a burn on the patients lip during the removal of eighths. He said that he had removed tooth 18 and was working on tooth 28 when he saw the burn. Dentist stated that this was his first time using the drill and that the drill was used without a bur guard. He stated that the pt was referred to the base physician for further evaluation.